Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and loosening. During the revision, the r3 shell, r3 liner, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The patient underwent left hip replacement due to degenerative joint disease. During implantation, it was noted that there was ¿severe deformity of the femoral head with a mushroom appearance to the head with significant flattening¿. Approximately 5 years post implantation, a revision surgery was performed due to reported mechanical loosening. Although a significant amount of white-colored fluid was noted which reportedly resulted in soft tissue damage, there were no signs of infection or metallosis. A significant amount of scar tissue was also noted. After explanting the acetabular component, the remaining bone was noted to appear to be in good condition. No details regarding the patient¿s weight-bearing status, medical history, imaging to confirm the reported loosening, and/or the analysis of the explanted components were provided for review. Without the implantation and pre-revision x-rays to determine initial implant anatomical placement and any micromotion over time, this cannot be ruled out as a contributory factor to the reported issue. It was not reported if there was implant loosening during the revision report. The reported soft tissue damage noted during the revision could not be ruled out as contributing factors to the reported pain and loosening. Without additional information, the root cause of the reported pain and loosening cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head, sleeve, r3 shell and r3 liner were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. There were findings of fluid collection around the abductor muscles, soft tissue damage and loosening of the acetabular component with stress in the greater trochanter. However, it was reported that no metallosis was found. The root cause of the reported pain, loosening, and other symptoms listed in the legal claim cannot be concluded, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and fluid cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain. In or about october 2016, patient began to experience pain and difficulty with the smith & nephew r3 acetabular system implanted into his left hip and was advised that it must be replaced. Patient submitted to another surgery to replace the failing smith & nephew r3 acetabular system implanted into his left hip.

Manufacturer narrative:
Corrections based on new information. (B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, which began around (B)(6) 2016.